Event description:
It was reported that patient underwent bilateral knee arthroplasty on (B) (6) 2010. Subsequently, the patient developed an infection in the left knee and a revision procedure was performed on (B) (6) 2010. The polyethylene tibial bearing was removed and replaced. No further information has been received to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification indicates devices were sterilized in accordance with biomet procedures. There are warnings in the package insert that state that this type of event can occur. (B) (4).